Manufacturer narrative:
A review of the information in the complaint file indicates this investigation was performed by a covidien service center for the reported condition of; power cord plug is burnt. Therefore, this report will be based on information provided by the service center. The unit was triaged and the complaint was confirmed; power cord was burnt. The root cause of the power cord failure can be attributed to rough handling. Power cords periodically require replacement due to age, usage and user damage. The power cord was replaced to correct the problem. Scd 700 compression system was manufactured in 2011. A review of the device history record shows this device was released meeting all manufacturing specifications.

Manufacturer narrative:
Submit: 10/15/2015. An investigation is currently underway. Upon completion, an updated investigation will be provided.

Event description:
It was reported to covidien on (B)(6) 2015 that the customer had an issue with an scd controller. The customer states that the power cord plug was burnt.